Event description:
It was reported that an increase in impedance and pacing threshold were observed on the right ventricular lead. Lead repositioning was attempted but unsuccessful. The lead was explanted and replaced. The patient was in stable condition after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.